Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device delivered 3 times the selected defibrillation energy during testing. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed. The device also logged an event code in its memory which is related to a potential failure of the device to deliver energy there was no report of patient use associated with the reported event.